Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 534 mg/dl, 580 mg/dl, 544 mg/dl, 248 mg/dl, 186 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.